Manufacturer narrative:
The device was not returned for analysis. An exception review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record (lhr) and lot level similar incident for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. The additional device referenced in b5 are filed under separate medwatch report number. Attachment: article "10-year optical coherence tomography follow-up of ¿full-plastic jacket¿ with bioresorbable vascular scaffolds".

Event description:
It was reported through a research article that identified unknown abbott vascular absorb everolimus-eluting bioresorbable scaffolds (brs) that the following occurred: in 2013, the patient had a multivessel percutaneous coronary intervention (pci), with implantation of multiple absorb everolimus-eluting bioresorbable scaffolds (brs). Bioresorbable scaffolds were implanted in the distal left anterior descending (dlad) artery, right coronary artery (rca), obtuse marginal (om), proximal left anterior descending artery (plad) and the left circumflex (cx) artery. All of the stents were implanted under optical coherence tomography (oct) guidance without issue. At the two-year follow-up, there were good angiographic results and partial dismantling of the scaffold struts. At the five-year follow-up, scaffold resorption was complete in the mid and distal lad; however, onset of coronary ectasia (aneurysm) with evidence of positive vessel remodeling was noted in both the mid and distal lad lesions. At the ten-year follow-up, there was no noted progression of coronary ectasia nor of atherosclerotic disease. It could be speculated that the onset of coronary ectasia in predisposed subjects might be linked to the everolimus¿ and thus the observed positive remodeling process ceases after the brs scaffold disappears. Details are listed in the attached article, titled 10-year optical coherence tomography follow-up of ¿full-plastic jacket¿ with bioresorbable vascular scaffolds. No additional information was provided.